Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer skipped air removal step when loading new cartridge. There was no reported adverse impact to customer's blood glucose level. Customer continued to use the existing cartridge.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. H3 other text : device not returned